Manufacturer narrative:
A respiratory therapist reported an internal leak with inomax ds device #(B)(4). The investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.

Event description:
On (B)(6), 2010, a nurse was at bedside with a pt (age and gender unspecified) when they heard a hissing sound coming from the inomax ds #(B)(4). No pt care was being performed by the nurse at the time. A respiratory therapist was alerted and he heard the audible leak and saw the pressure dropping on the inomax cylinder gauge. The respiratory therapist immediately changed the inomax cylinder to a second cylinder. He observed the pressure dropping on the second cylinder and switched the inomax ds device off of the pt. The respiratory therapist reported no harm to the pt and no adverse event occurred. The inomax ds device is to be replaced with another unit.